Event description:
Additional information received reported the patient¿s pump had been explanted in her lower back. Following the device explant, as previously reported surgical drains had been placed. It was reported the surgical drains were now out and the patient¿s health care provider (hcp) was keeping an eye on the upper incision for possible infection. In regards to the placement of the pump when it had been implanted, she had ¿adapted well¿ even though it reportedly protruded quite a bit. It was noted the patient was very thin. It was later reported the protruding pump was not an allegation. The patient was noted to be a small person so naturally the device protrudes but there was no complaint or adverse event. No further information was provided.

Event description:
It was reported that an x-ray confirmed the patient¿s catheter was out of the spinal canal on the event date, providing no pain management. The pump rate was turned down to the lowest possible rate. It was reported spinal dura leaked resulting in a spinal migraine. It was also reported the accumulated fluid streamed out of the incision and an infection developed. The device was then ¿finally¿ surgically removed and two drains were placed by the health care provider (hcp). It was reported since implant, those two years had been painful and frustrating for the patient and it was not completely over yet. The patient reportedly still had two surgical drains in her back, placed during the most recent surgery to remove the spinal catheter, anchor and pain pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported ¿no one was present at explanted. It was disposed of¿. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).